Event description:
Sorin group (B)(4) received a report of a blockage in the oxygenator intergraded cardiotomy reservoir during re-warming. There was no report of pt injury.

Manufacturer narrative:
The lot number of the custom perfusion pack was not provided. A review of records was able to determine that the involved oxygenator was built into one of two custom pack lots (1011120043 or 1011170091). Both lots have the same manufacture and exp dates, provided above. Sorin group (B)(4) manufactures the d905 dideco eos ph oxygenator and integrated reservoir. The oxygenator is a component of the custom perfusion pack. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of blockage in the oxygenator integrated cardiotomy reservoir during re-warming. There was no report of pt injury. It was later reported that the blockage caused the reservoir to become over-filled and blood came out through the pressure relief valve. The issue caused a drastic reduction in venous return so bypass was topped. Add'l info has been requested but has not been provided to date. The device has been returned to sorin group of (B)(4) for eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.